Manufacturer narrative:
B3: 01may2021 b4: (B)(6)2021 a blower assembly was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
It was reported that the ventilator was making a loud noise. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device and could not duplicate the reported issue. No noise was found on the ventilator. Although no issues were found with the ventilator the customer asked the se to replaced the blower, cooling fan and gas delivery system (gds). The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.